Event description:
Information received from the field does not address the patient's clinical status but notes one day post-implant, the lead dislodged. During repositioning, the lead "extra- vased". When an attempt to "puncture" the vein with a new introducer was not successful, the physician elected to use a new pacemaker system.